Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon interrogation, the implantable pulse generator (ipg) device displayed an error message and was unable to perform battery calculation. The device remains in use. No patient complications have been reported as a result of this event.